Event description:
Discordant results for troponin I (tni) were obtained on a dimension rxl max instrument. The initial result was slightly above the cut-off value. The customer repeated the sample and obtained two positive and one negative result. Because of the poor precision the result was not reported. A new sample was drawn and was run on an alternate instrument twice. The results were negative with good precision. The original sample was run on the alternate instrument and again negative results were obtained with good precision. Only the confirmed negative result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant tni results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the tni imprecision was biofilm in the chemistry wash fluidics. The fse decontaminated the instrument. The instrument is performing within specifications. Further evaluation of the device is not required.